Event description:
During a pta treatment procedure, the smash balloon developed three pinhole leaks. The lesion being treated was in the distal left superficial femoral artery. The smash balloon was inflated to 14 atms, then lost pressure. It was inflated a second time to 14 atms before it was removed from the pt. Examination of the balloon after withdrawal revealed three pinholes. No pt injuries or complications were reported.